Event description:
Blunt tip ligasure device used during laparoscopic salpingectomy case cut, but did not cauterize. Generator showed "error". Rep was contacted, who reported this is a nationwide concern that has surfaced recently. Device was returned to product rep. FDA safety report ID# (B)(4).